Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.